Event description:
New information was received that the right ventricular lead was capped on feb 3, 2026 and successfully replaced. The patient was stable.

Event description:
It was reported that the right ventricular lead exhibited a noise problem. No intervention was reported. Patient status was not provided.

Event description:
New information was received noting that the noise resulted in oversensing. Patient was stable.